Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Part number: 03.010.523, lot number: 2l32455, manufacturing site: (B)(4), release to warehouse date: 26. Mar. 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 that the impactor broke in an attempt to move the nail. There was no harm to the patient. Concomitant medical products: unknown insertion handle (part # unknown, lot # unknown, quantity 1). Unknown tibia expert nail (part # unknown, lot # unknown, quantity 1). Unknown hammer (part # unknown, lot # unknown, quantity 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).